Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00527652_1644408-2026-00325; 315-0c-717, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Poly swap to thicker insert due to hyperextension.